Event description:
A home patient reported a cassette leak during priming. Technical service was not contacted. The home patient does not use any type of sharp object to open the case or cassette packaging. There was no damage noted to either the case or packaging. All of the patient's supplies are kept in a closed bedroom, in which animals do not have access to. The home patient completed therapy by starting over with new supplies. No patient injury or medical intervention was associated with this report per the home patient.

Manufacturer narrative:
The sample was discarded by the home patient.